Event description:
Event description boston scientific rec'd info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. The family alleged device malfunction.

Manufacturer narrative:
Not returned. Event conclusion: the local area sales rep was contacted twice for add'l info including device location from the field, but was unable to provide add'l detail. As of today, this medical device had not been returned to boston scientific for analysis. Should the device be returned, or if any add'l info becomes available, this event will be updated.